Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Medical records and x-rays were not provided to for review due to institutional irb and hipaa regulations. Should additional information be provided, it will be submitted in a supplemental report. (B)(4).

Event description:
The arthroplasty was revised due to tibial loosening. The tibial tray has subsided in vivo and was noted intraoperatively. The components were implanted in situ for ~ 2.0 y. The tibial insert, tibial tray and femoral components were revised. The patient presented with ucla score of 4 three months prior to revision surgery and a maximum score of 7.

Manufacturer narrative:
An event regarding loosening involving a triathlon tibial component was reported. The event was confirmed. Images of the explanted devices were provided. A view of the tibial component did not provide anything of note for the investigation. Further inspections were not performed as the research facility retained the explanted devices. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. Based on the images of the explanted components the reported revision was confirmed. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
The arthroplasty was revised due to tibial loosening. The tibial tray has subsided in vivo and was noted intraoperatively. The components were implanted in situ for ~ 2.0 y. The tibial insert, tibial tray and femoral components were revised. The patient presented with ucla score of 4 three months prior to revision surgery and a maximum score of 7.